Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph revealed a black spot in the tube. The reported condition was verified. The cause of the condition was related to the material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a foreign object was observed in the tubing of a solution administration set. There was no patient involvement. No additional information is available.